Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as complex reg pain syndrome type 1. Patient reported poor coupling while recharging. It was reported that they were unable to get any boxes shaded and that they had to charge too often. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.